Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reports that customer experienced button malfunction. Customer reports that buttons would have to be pressed several times in order to function. Customer's blood glucose was between 150 mg/dl to 450 mg/dl. After troubleshooting, it was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with no act button response due to flattened button dome switch. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside insulin pump noted.